Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms and resulted in a red alert from the remote home monitoring system. A health care professional (hcp) contacted boston scientific technical services (ts), and ts discussed that the out of range measurements were a gradual increase and discussed the option of increasing the alert trigger and continuing monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that the physician plans to continue monitoring.